Event description:
During an atrial fibrillation radiofrequency ablation procedure, a saline leak was noted in the ablation connecter. The tacticath did not function as intended visually on the mapping system since the saline the leaked through the tubing back to the tactisys. The procedure was successfully no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.